Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with door broken was confirmed and duplicated by baxter personnel.the root cause of this condition was determined to be door - broken/cracked. The pump head door with required parts were replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.